Event description:
Customer reported receiving an ER-4 message on the display of his freestyle freedom blood glucose meter. He further reported that while out shopping he began to experience vertigo, felt like his glucose was low, but could not test due to the error message and subsequently lost consciousness. Paramedics were called and transported him to a local healthcare facility where he was diagnosed with hypoglycemia. Customer was treated with two intravenous infusions of unknown type, in addition to having his blood pressure checked and having blood drawn for laboratory analysis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was discovered the test strips the customer was attempting to use expired in (B)(6) 2009.